Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant. P waves were low and there was no capture observed in the atrium. It was also noted that the right ventricular (rv) lead had pulled back and the slack that was left at implant was gone. The ra lead was explanted and replaced and the rv lead was advanced and remains in use. During the lead revision the leads were sutured using the tie down sleeve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).